Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
The clinician reported the catheter was being used on an obstetrics patient. Upon removal of the catheter, the physician noticed "a few" cm of the tip were missing. An x-ray was performed and no foreign matter was detected. In 2008, the clinician stated the patient was in a sitting position, legs crossed and back leaning forward for insertion. The catheter insertion was very smooth. The physician stated he did not pull back at all on the catheter for positioning. The physician removed the catheter felt slightly more resistance than normal but did not have to "yank" on the catheter to remove. A spine doctor also examined the patient. No neurological problem or pain was detected in the patient. The patient was discharged.